Manufacturer narrative:
The reported event of signal artifact was not confirmed. Final analysis found that as received, a partial portion of the lead was returned in two pieces for analysis. Upon electrical testing, no indication of conductor fractures and internal shorts were observed. No anomalies were found upon visual and x-ray examination except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced. The patient was in stable condition.